Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pre-use check. Identification of issue has been done by analyzing problem description and service report. The issue was decided to be reported based on available information as the initial description might have underlying causes which represent a reportable event. There was no patient involvement. According to the information provided by the technician, the pressure transducer test failed during pre-use check. Control printed circuit board was checked and replaced, which resolved the issue. Defective control printed circuit board may lead to high pressure or stop of ventilation. After its replacement, the device passed all performance tests and could be returned to clinical use. The device logs were not available for further evaluation. Despite several notifications, the technician did not confirm return of the part for further evaluation. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).